Manufacturer narrative:
Date of event: (B)(6) 2016. Additional information was received that there no further information will be provided to bsn.

Event description:
A report was received that the patient had infection at the ipg site and her ipg site never healed from the implant procedure. Symptoms were redness and pain at the ipg site. It was noted that infection was not device related. Antibiotics were prescribed for the past two months. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
UDI= (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site and her ipg site never healed. Symptoms were redness and paint at the ipg site. It was noted that infection was not device related. Antibiotics were prescribed. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.